Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and battery depletion was normal.

Event description:
It was reported that it was not possible to get telemetry with the device. The device displayed elective replacement indicators, and was explanted and replaced. No patient complications have been reported as a result of this event.